Manufacturer narrative:
Product components are manufactured at the following contract mfg locations. Since the consumer has not returned the product to date, we are unable to determine which exact product was used and at which location the particular product was manufactured.

Event description:
Customer reports recharge base rupture. This is reported as malfunction with the potential to cause serious injury. No injury occurred.